Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the insulin pump alarmed during the rewind. Also, the nurse mentioned that there was some liquid in the reservoir compartment when the customer removed the reservoir, but there was no confirmation that the liquid was actually insulin. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error as a result of the corroded motor home switch. Further testing was not performed due to the motor error alarm.